Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was protruding from the shuttle cartridge side slit. Blood was observed on the proximal end of sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1400201) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause for the reported failure to deploy could not be conclusively determined.

Event description:
The following information was reported: it was reported that the deployer pulled the balloon back to the arteriotomy, opened the side port and it pumped blood "unusually", deployed the sealant under ultrasound guidance. The aci distributor representative picked up the device from the facility and noted that the sealant had not been tamped down, the sealant just fell to the side.